Event description:
It was reported that the ilet screen was cracked after the user believed they bumped the device against an object, consistent with a damaged display component. Customer care provided support that included product replacement logistics. Investigation of this case revealed physical damage consistent with external impact to the screen. No clinical symptoms during the event reported. Outcomes included no interruption to therapy requiring medical care. It was concluded that the event was attributable to damage from external forces rather than a device malfunction.